Event description:
It was reported that the pacemaker still in original packing displayed an error message ¿excessive rf telemetry use detected¿ along with ¿the implantable device disabled rf telemetry due to excessive use. The merlin pcs programmer has re-enabled rf telemetry ¿. The pacemaker was returned.

Manufacturer narrative:
The reported event of ¿excessive rf usage¿ was confirmed which was due to high current drain and low battery voltage due to excessive rf wakeups. This was consistent with the rf interference during internal testing activity. No anomaly was found.